Manufacturer narrative:
(B) (4). Product will not returned for evaluation.

Event description:
It was reported per call report, patient (pt) with frequent pvc's, some bigeminy & trigeminy. Rn was in cath lab & pt was in ICU. Rn stated that nurses in intensive care unit (ICU) called her because they felt timing wasn't accurate with pvc's because ECG "stayed white thru the pvc." When rn checked pt timing was appropriate. Rn said pump went into standby "on its own" 3 times in the past few days. Clinical support specialist (css) first instructed rn that pump should be removed from pt & sent to biomed due to going into standby without user pushing standby button. Css suggested it would be easier to check timing if she was with the pump since she had no hemodynamic values for pt or other information. Rn said md is thinking of discontinuing intra-aortic balloon (iab) today since patient is tolerating 1:2 assist ratio. Css called hospital back & per another rn, iab was removed & pump was taken to biomed.